Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, the device was post-sensed t-wave oversensing. The patient received inappropriate therapy. The oversensing was noted on a stored egm. The device was re-programmed and remains implanted.